Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 27th of april 2023 and 11th of july 2023 recorded an initial stable pacing impedance of 400 ohms with a sudden rise to >3,000 ohms at the end of recording period. Furthermore, a fluctuating shocking impedance between 60 ohms and 80 ohms was recorded. No threshold trend data were available for analysis. The analysis of the provided iegm episodes revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that pacing impedance and threshold increased approx. 181 months after the implantation. The lead was capped. No adverse patient events were reported. Should additional information be received, this file will be update.